Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded with the stent secure on the balloon. Majority of the mid-section to the distal end of the stent was damaged with struts flared, bent and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). While attempting to pass the 24x4.50 omega¿ bare metal stent through the guide catheter, the physician noticed that the struts were raised. The physician used another of the same device to complete the procedure. There were no patient complications and the patient's condition is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). While attempting to pass the 24x4.50 omega¿ bare metal stent through the guide catheter, the physician noticed that the struts were raised. The physician used another of the same device to complete the procedure. There were no patient complications and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.